Manufacturer narrative:
Requests are being performed regarding the model/serial number of the electrode. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode exhibited noise and oversensing during the induction test of the implant procedure. Analysis of the device was performed, and it was determined that this was due to air entrapment. Hospitalization of the patient was prolonged while troubleshooting is being performed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Requests are being performed regarding the model/serial number of the electrode. If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable electrode exhibited noise and oversensing during the induction test of the implant procedure. Analysis of the device was performed, and it was determined that this was due to air entrapment. Hospitalization of the patient was prolonged while troubleshooting is being performed. This system remains in service. No adverse patient effects were reported.